Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, it was confirmed the product was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inadequate or inappropriate treatment or diagnostic and surgical intervention was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient said they had their device explanted due to lack of efficacy. It did not give them improvement. The therapy support specialist spoke to the patient and the patient said they had the same symptoms with the implant and maybe a little more. It did help a little bit but not enough for them to continue with it. The patient was thinking of trying botox but was hesitant. The clinical specialist team has no information regarding the status of the patient post-explant.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient said they had their device explanted due to lack of efficacy. It did not give them improvement. The therapy support specialist spoke to the patient and the patient said they had the same symptoms with the implant and maybe a little more. It did help a little bit but not enough for them to continue with it. There were no patient complications.